Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. Device status. Information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the explantation date (d6b) was inadvertently omitted in error from initial and has now been provided. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low purge pressure was a fluid leak of purge coming from the purge disc membrane. The insufficient seal of the purge disc membrane is a product malfunction traced to component failure of the seal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella device, the device alarmed for ¿air in purge¿ after the patient was transferred from an outside hospital. The de-air process was performed, which temporarily resolved the alarm. Upon examination, fluid was observed leaking from the disc of the purge cassette. The purge cassette and purge fluid bag were replaced, and the issue resolved. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by the impella pump. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.